Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced unspecified symptoms. During the follow up in clinic, loss of pacing was noted. The device was unable to be interrogated and there was no magnet response. The physician suspected premature battery depletion on the device. The device remains implanted and a replacement device was implanted in another location. The patient was in stable condition.

Event description:
Additional information was received indicating that the patient experienced arrhythmia, dizziness, headache, and fatigue.